Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus, fixed prime. Customer's blood glucose was 422 mg/dl. The customer was treated with insulin pump. The troubleshooting was done for no delivery. The customer was advised that insulin pump is working as designed. Customer was advised that the alarm was caused by set /reservoir occlusion.